Manufacturer narrative:
Other device used: catalog # unknown, lcck femoral component, lot # unknown. Visual inspection confirmed that the stubby stem has gouges on the rim which suggests that the set screws were not fixed in the groove below and hence stem was separated from femoral component. Presence of foreign material on the surface confirms that the stem was pulled out and there is bone cement adhered to the stem body. There are scratches and gouges on the device. This device is used for treatment. It was reported that stubby stem was disassociated from femur during revision surgery. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A complaint history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to loosening of the stem extension. After the femoral implant was removed the stem separated from the femur and left a perfect casting in cement. A blue coloring was left on the stem.